Event description:
It was reported that the right ventricular lead exhibited noise. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received final analysis found that the proximal insulation was abraded at 16.2 cm - 16.6 cm from the connector pin. The damage indicates that the lead abraded against another implantable device which could have resulted in noise.